Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high pacing thresholds. A shorter model of the rv lead was implanted. No additional adverse patient effects were reported outside of the revision procedure.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high pacing thresholds. A shorter model of the rv lead was implanted. No additional adverse patient effects were reported outside of the revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Wire insertion testing was completed with no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.